Manufacturer narrative:
The phosphate reagent lot and expiry date were requested but were not provided. Reagent issues were excluded as the correct repeat measurements were performed with the same reagent. The field service engineer (fse) replaced the gear pump head (gph). The investigation determined these service actions resolved the issue.

Event description:
There was an allegation of discrepant high phosphate results for two patient samples on a cobas 8000 c702 module. For patient sample 1, the initial phosphate result was 1.98 mmol/l and the repeat result was 0.98 mmol/l. For patient sample 2, the initial phosphate result was 2.96 mmol/l and the repeat result was 1.19 mmol/l. For both samples, the repeat result was deemed correct.